Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's stimulation not being in the correct location was not determined, no steps have been taken to resolve the issue, and the issue has not been resolved. No further information was reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation kept "dropping" down their back. The patient went to their doctor to get it recalibrated and the stimulation was doing pretty well and up their back more. Then about 6 months ago the stimulation moved to their buttocks and the patient decided to turn the stimulator off. The patient had been doing pretty well except for when they were out working in the yard and overdid it, then they began to hurt. The other day they charged everything and turned the ins on and the stimulation was now below their buttocks. The patient was wondering if they could leave the ins and leads in their body or if they should have them taken out. The patient was redirected to their healthcare provider regarding this issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient called back reporting mostly what was already reported- the patient's ins hadn't been working for a few months,they hadn't received stimulation in their lower back, and the stimulation was getting lower and lower in their buttocks. After they were implanted a technician came out and the stimulation was running on one side so the technician adjust it and it worked for 2 or 3 years and now both sides of stimulation were running but it wasn't in the right spot. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's device/stimulation wasn't helping much about a year after implant. When the stimulation "moved low" the patient couldn't sit. In 2015 they met with someone at their doctor's office to recalibrate/reprogram the ins which resulted in it working again. They met with someone again for reprogramming but they couldn't get the stimulation as high as they wanted and it was the best they could get. No further complications reported.